Event description:
It was reported that the device delivered an alert for low hv lead impedance check on the svc to can vector. Isometric and positional testing were performed. Noise was observed on the svc coil to can channel. The device was reprogrammed with the svc coil off. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.

Event description:
New information received notes that the lead was electively explanted. Patient condition was fine.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasions were noted at 11.4-12.7cm and 17.3-17.7cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations. External insulation abrasion was noted at 44.3-44.7cm from the distal tip. The svc conductor etfe coating was abraded at this location. This is consistent with the observation from the field of noise and low hv lead impedance.